Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed critical pump error during normal use. Customer does not recall any significant events leading to the error. The customer's blood glucose reading was 151 mg.dl at the time of incident. Customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was returned for open book critical pump error after battery installation and pump error 40 was found in the alarm history file due to a software error. The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window and case.